Event description:
Boston scientific received information that during subcutaneous implantable cardioverter defibrillator (s-ICD) induction testing at implant, the patient reacted to vf by sitting up and noise markers were observed causing a delay in therapy for approximately 30 seconds. During the second induction test, the patient was strapped down, but noise markers were observed again. This time, the time to therapy was less (approximately 20 seconds). Noise could be reproduced with isometrics, but only using alternate vector. The physician ruled out air in the pocket as he massaged the electrode areas to dissipate any possible air. The patient was left in primary vector for now and defibrillation threshold (dft) testing will be performed at the next patient follow-up appointment. Device data was reviewed to determine sequence of events, time to therapy and possibly the source of noise (which was already suspected by the patient moving as possible muscle noise). From the programmer logfiles, engineering confirmed the time to therapy with the first induction was approximately 35.3 seconds between the fields representative releasing the hold to induce button on the programmer and shock delivery. For the second induction, the approximate time to therapy was 23 seconds using the same time measurement points. Engineering also confirmed the noise markers as noted in the logfile review. All products remain implanted at this time and no further issues have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.